Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval? Yes. D10: returned to manufacturer on: 2020-07-31. H6: investigation summary: bd received 1 sample and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for blood leakage with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for blood leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd preset¿ eclipse¿ experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: customer reported that blood leaked from the upper part of the syringe.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for blood leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd preset¿ eclipse¿ experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: customer reported that blood leaked from the upper part of the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd preset¿ eclipse¿ experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: customer reported that blood leaked from the upper part of the syringe.